Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows a secondary infusion of potassium chloride peripheral 10meq/100ml (drug ID (B)(6)) was programmed at 10:37 am on (B)(6) 2017 and completed at 11:38 am. At 11:45 am, the user programs another secondary infusion of potassium chloride peripheral 10meq/100ml (drug ID (B)(6)). At 11:48 am, the device is paused and subsequently channeled off. The volume recorded as being infused during this period was 105.482 ml for the secondary infusion. It cannot be determined if the user intended to run back to back infusions of potassium chloride (drug ID (B)(6)) and if so, if the secondary container contained enough volume for both infusions. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation.

Event description:
The customer reported that a 100 ml secondary infusion of potassium chloride was programmed to infuse at 100 ml/h however the bag was noted to be empty after 10 minutes. The secondary infusion was connected to an unspecified primary infusion. There was no report of patient harm.